Manufacturer narrative:
Investigation conclusion: the meter and strips associated with the complaint were returned for investigation. The customer's complaint of discrepant low issues was not confirmed during in-house testing. Retain and returned strip testing on the returned meter met both accuracy and strip repeatability criteria. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot meets release specification. The returned meter met functional and thermistor testing requirements during investigation. The customer's inratio inr result was found in the meter memory under a date outside of the reported date, and with a strip code that does not correspond to the correct strip code of the reported strip lot. The impedance curve for this result was statistically analyzed, and was found to exhibit weak-slope change and abnormalities in shape. CAPA investigation ((B)(4)) has determined that impedance curves with weak slope change can cause discrepant results. The inratio meter software may generate an incorrect or discrepant inr result when the patient sample exhibits a weak-slope change impedance curve. The CAPA investigation has also determined that certain patient conditions can contribute to weak slope change impedance curves. There are no known medical conditions provided by the customer that would interfere with the test. Further investigation into this issue is being performed under (B)(4).

Event description:
Caller alleging discrepant inratio values. (B)(6) 2015: inratio: 2.9, lab >10. One to three hours between tests. Patient's therapeutic range: 2-3. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation conclusion: the products associated with the complaint was returned for investigation. The customer's complaint of discrepant low results was not confirmed during in-house testing. Returned and retain strip testing on the returned meter met both accuracy and strip repeatability criteria. The returned meter met functional and thermistor testing requirements during investigation. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot meets release specification. The impedance curve associated with the customer's discrepant inr result could not be retrieved from the meter memory. Due to this, the impedance curve associated with the discrepant result could not be analyzed for characteristics of a weak-slope change. An impedance curve with a weak-slope change has been identified in CAPA (B)(4) to contribute to a potential discrepant result. Root cause is unable to be determined because the impedance curve associated with the customers reported result was not found in the meter memory. Further investigation into this issue is being performed under CAPA (B)(4).

Manufacturer narrative:
The meter and strips associated with the complaint were returned for investigation. The customer's complaint of discrepant low results was not confirmed during in-house testing. Retained and returned strip testing on the returned meter met both accuracy and strip repeatability criteria. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot meets release specification. The returned meter met functional and thermistor testing requirements during investigation. The customer's inratio inr result was found in the meter memory under a date outside of the reported date, and with a strip code that does not correspond to the correct strip code of the reported strip lot. The impedance curve for this result was statistically analyzed, and was found to exhibit weak-slope change and abnormalities in shape. CAPA investigation (CAPA-(B)(4)) has determined that impedance curves with weak slope change can cause discrepant results. The inratio meter software may generate an incorrect or discrepant inr result when the patient sample exhibits a weak-slope change impedance curve. The CAPA investigation has also determined that certain patient conditions can contribute to weak slope change impedance curves. There are no known medical conditions provided by the customer that would interfere with the test. Further investigation is being performed under CAPA-(B)(4) for this issue. Corrections: brand name: removed inratio pt/inr test strips (as the complaint device) and added the inratio2 pt monitoring system (monitor). Model #: removed inratio pt/inr test strip and added the monitor model 200432. Lot#: removed inratio pt/inr test strip lot number and included serial number of monitor as above. Concomitant medical products: removed the monitor as a concomitant medical product and added the inratio pt/inr test strips. The 510k#: removed the inratio pt/inr test strip 510k# k092987 and added k072727 to reflect the inratio2 pt monitoring system. Labeled for single use?: changed from "yes" to "no" since the monitor is not a single use device. Usage of device: changed from "unknown" to "reuse" since the monitor is not a single use device.